Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter procedure using the hemostar. During the preparation of procedure, air leaked from the needle cannula. The procedure was completed using another device. There was no patient contact, thus no patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemostar d/l catheter kit was returned for evaluation. Along with returned sample, one electronic photo was provided for review. Visual, microscopic and functional evaluations were performed. Upon microscopic observation of the needle, cracks were noted within the introducer needle hub. Therefore, the investigation is confirmed for the reported air in device and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter procedure using the hemostar. During the preparation of procedure, air leaked from the needle cannula. The procedure was completed using another device. There was no patient contact.